Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation the device was not returned. A photo-investigation was performed on the images. The image confirmed one broken screw. No device identifiers were visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review lot unknown, DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original l4-l5 psf/tlif on (B)(6) 2020 using viper cortical fix (6.0mm) screws and a non-j&j tlif cage. In follow-up imaging, it was found that one of the pedicle screws had fractured and the tlif cage had migrated out of position. Patient also experienced back pain. Patient was brought in for revision surgery on (B)(6) 2021 to remove broken hardware and receive an alif cage. Upon revision, it was found that both l5 screws had fractured. Both were removed successfully. It is unknown if there was a specific incident that caused the malfunction. Procedure outcome is unknown. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown cage (part# unknown, lot# unknown, quantity unknown). Unknown setscrew (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper cortical fix fl 6mm scr. This is report 2 of 2 for (B)(4).